Manufacturer narrative:
It was identified that the suspect device manufacture location was incorrectly documented in the initial manufacture report. All additional information relating to this event including evaluation will be documented in manufacture report number 1628664-2017-00267.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed falsely decreased clinical chemistry calcium results. The customer provided the following results (customer provided range 8.3-10.0): pt identifier: (B)(6), initial 0.8 mmol/l, retested on a different analyzer: 2.25 mmol/l. The results were not reported from the laboratory. There was no impact to patient management reported.